Event description:
The user reports that the syringes are not allowing her to draw up insulin. User believes that it is the needle preventing her from drawing up the insulin. It seems that the issue might be a clogged needle, but it is hard to tell without testing. The product will be requested back for testing.

Manufacturer narrative:
Device has not been returned for testing. Manufacturing reports have been supplied as a method of testing. No malfucntion was detected.

Event description:
The user reports that the syringes are not allowing her to draw up insulin. User believes that it is the needle preventing her from drawing up the insulin. It seems that the issue might be a clogged needle, but it is hard to tell without testing. The product will be requested back for testing.